Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had the system explanted for an unknown reason.

Manufacturer narrative:
Date of the event is estimated.